Manufacturer narrative:
Date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was charging frequently and experienced intermittent stimulation. The patient fell two years which might have led/contributed to this issue. An impedance test was performed and impedances were greater than 10,000 and 20,000 ohms; these were noted as being out of range. The patient was reprogrammed and it was unknown if the issue was resolved. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the steps taken to resolve the patient's recharging and stimulation issues was getting a replacement of their "brain and electrodes". The issue has been resolved and the surgery was on (B)(6) 2018. No further information was reported.